Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had loss of capture with loss of bi-ventricular pacing. An x-ray showed that the lead dislodged and had pulled back in the main body of the coronary sinus. The lead was removed and the physician was unable to advance a guidewire to the coronary sinus. After contrast was injected, a small dissection was noted at the subclavian which was caused by the removal of the lv lead. The recommendation was to allow the dissection to heal and implant a new lv lead in the future. The device was then reprogrammed. A replacement epicardial lead was implanted.

Manufacturer narrative:
The save to disk clinical data review was determined to be not required because the complaint could not be substantiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was capturing the atria. The lead remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.